Event description:
It was reported that during testing conducted at the manufacturer facility, the core saber handswitch was found to have illegible run/safe etchings. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.